Event description:
Event description: during the procedure, the doctor noticed a small portion about, 1 cm length of the coating on the had separated from the wire. He used a stone retrieval basket to remove the coating. No portion of the wire remained inside the patient. Procedure was completed with no other issues to report. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: n/a. What is the next course of action?: n/a. Patient present at time of event?: yes . Patient complications: no patient complications.

Manufacturer narrative:
As received, the specimen consisted of one-1 each hydro gw stf std s 150-035; returned reloaded into dispenser assembly in labelled packaging pouch and single bagged in a "zip-lock" style poly biohazard pouch. An extra "zip-lock" style poly biohazard pouch bag is inserted in the product packaging pouch. The specimen presented an overall length of 151 cm and a finished diameter of 0.03300" to 0.03305" in the body. The specimen presented 12.3 cm of the polymer jacket material skived/cut from the distal region of the specimen wire exposing 2.9 cm of the metallic core wire. Additional polymer jacket removal is displayed at various lengths towards the distal end of the specimen. The diameter of the specimen in the skived/cut region varies from 0.02720" to 0.03900. A gage bushing certified to be .0350" passed till the length of the polymer jacket material skived/cut specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline.. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. As noted in the device instructions for use (dfu) warnings, do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle. Manipulate the zipwire hydrophilic guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels or ducts. If any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications. The dfu precautions also indicate, the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. If any further information is received, a follow up medwatch report will be submitted.